Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to infection; primary surgery date (B)(6) 2009; revision surgery date (B)(6) 2011. Reopened (B)(4) 2014. Claim received from kennedys. Additional information received regarding this revision. Patient revised due to pain. Patient also advised that x-rays showed the right hip replacement to be dislocated with the acetabular component severely displaced.

Manufacturer narrative:
A review of the manufacturing records and the complaints database did not highlight any anomalies or any previous trends for this issue. The implants have been implanted 870 days. Due to the length of implantation time it is not considered that the implants were responsible for the infection. No product or further information was received and so no further investigation could be carried out. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.